Event description:
Seps procedure in progressive critical care unit. Physician stated one way valve of seps not working. Per physician this is the 3rd incident. Device package saved and given to assistant nurse manager.